Event description:
The customer obtained "hi" (>600mg/dl) and 145 mg/dl within 10 mins on the accu-chek advantage system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.